Event description:
Surgery was delayed for an additional four hours. Surgeon decision to switch from anatomic to reverse after bending peripheral pegs on glenoid. Difficulty engaging baseplate with 36 eccentric glenosphere with screw. Difficulty with 36 centered glenosphere with screw and size 12 stem and 36/+3 humeral cup, due to stem spinning out when reduced. Tried size 16 stem and 36/+6 humeral cup, but continued to dislocate after reduction. Size 18 stem, reversed adapter for +9mm, 40/+3 humeral cup, and 40 eccentric glenosphere with screw implanted successfully.